Event description:
Customer reported experiencing high blood glucose of 496 mg/dl; treated with insulin pump. Customer complained about having two sensors get stuck in the serter and also that when she inserted sensor the cannula was bent. Last blood glucose value is 245 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.